Event description:
It was reported that the patient's implant had moved and was causing her pain. The patient felt like the device had "traveled" under the skin (placed just above left buttock) a few inches towards her spine. It was rather uncomfortable to stand, walk, or lie down. Subsequent information received reported that the patient "thinks her ins (implantable neurostimulator) moved". The patient told her hcp (health care professional) about a year ago and was told "that's impossible". It was noted that it was getting harder and hard for the patient to make connection with her device to be able to turn it off or on, and had to get into weird positions to be able to make connections. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).